Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization. Reportedly, the device did not deploy, there was too much scar tissue. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device did not deploy was confirmed. Inspection of the returned device revealed that the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment occurred. Analysis revealed that one anterior cuff tab (measuring approximately 0.01 by 0.01 inches) had been detached and not returned. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.